Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) canada alleging the onetouch ultra will not power on. Reportedly, the patient was unable to test her blood glucose for two weeks due to the power issue and subsequently developed symptoms described as "shaky, sweaty, overall not feeling well." The symptoms abate after the patient drank some soda. During troubleshooting, there was no evidence of product misuse. Based on the customer care advocate's expertise, the subject meter needed new battery but the patient did not have a replacement battery at the time of concern to resolve the issue. The subject product is being replaced. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # k062195.